Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv therapies due to clavicular crush. Patient refused a system revision so the physician elected to program the device off. System remains implanted. Patient was stable before, during and after the event.